Event description:
It has been reported to the co that the occlusion balloon deflated during the case. The physician indicated that the lesion was difficult to cross due to vessel tortuosity and the lesion was 99% or greater, requiring "considerable torqueing" while inserting the device. The physician inserted the stent delivery system and noticed the occlusion balloon to be deflating and there was a wire fracture observed mid-point of the wire. The device was removed. The pt is reported to be fine.